Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 411 mg/dl, compared with the sensor glucose reading of 43 mg/dl. The customer stated that she was sleeping when she received the low sensor glucose alerts that triggered the threshold suspend feature. The most recent blood glucose reading was 211 mg/dl. The customer was advised on sensor and calibration use techniques. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.